Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The bolus wizard functioned properly. All estimate details were properly calculated by the bolus wizard. No estimate detail anomaly was noted when using the bolus wizard feature. The bolus wizard did not automatically default to 15.0 units when calculating the estimated detail values. No bolus anomaly or history anomalies were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's parent reported via phone call that at lunch time and several times at school, 15 is set as his max bolus and it automatically boluses to that max bolus. The insulin pump is telling them that he automatically needs the max bolus and it only does it at lunch time. Customer's blood glucose level was not reported. The food bolus was incorrect. His blood glucose was not in the bolus history. The numbers were not recorded in the history. The customer was advised that the device would be replaced and agreed to return the product for analysis.